Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the catheter ruptured in the lumen at approximately 8 cm after an initial uneventful operation. For approximately two weeks it was used normally, with one cycle of chemotherapy being administered. Patient had a delay in treatment and loss of vascular access. Removal of the current catheter is not possible due to resistance to displacement, need for the installation of a reservoir catheter, consequently, replacement of the defective catheter with a new one is requested. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a ruptured powerpicc is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed the device held in hand by a clinician with a large split seen in the catheter tubing. The split spans nearly the entire circumference of the tube. Use residue is noted but no additional information regarding the split can be discerned. No additional damage was noted. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received on 03/25/2026: chemotherapy treatment had to be suspended and a ward had to be scheduled for the installation of a catheter with a subcutaneous reservoir. The event occurred after the procedure with an installation date on (B)(6) 2026, the event occurred on (B)(6) 2026 for the administration of his chemotherapy, and finally the catheter was removed on (B)(6) 2026. Additional information 04/02/2026: (B)(6) 2026: patient is admitted as an outpatient to the oncology unit to receive her 7th cycle of folfox chemotherapy. Upon cannulating the catheter for treatment administration, significant leakage is observed at the insertion site. The ward nurse reports the situation to the trained placement nurse for evaluation. A chest x-ray is requested to assess a possible device rupture. No rupture is evident on the imaging study. It is subsequently decided to remove the PICC catheter with a trained nurse and an oncology clinical nurse; upon pulling on the device, a rupture is observed at the distal end; an attempt is made to remove it using forceps, but traction cannot be achieved. The situation is reported to management, and an angiotac of the extremity is scheduled, along with an evaluation by vascular surgery for removal. (B)(6) 2026: a patient presented at the imaging department for an angiotac scan; however, due to difficulty with venipuncture, she was referred to the oncology department for the placement of an intravenous line to administer the contrast agent. A trained nurse reexamined the PICC catheter and noticed that it had prolapsed, revealing a rupture. The catheter was removed on an outpatient basis without incident, with 41 cm of the catheter removed. The foregoing makes it clear that, although the catheter removal procedure was successfully performed on an outpatient basis, this resulted in a delay in the treatment and coordination of the subcutaneous reservoir catheter placement necessary to ensure continuity of care.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.